Event description:
It was reported that the patient was feeling sluggish and also had to take more medications. The patient was filled on (B)(6) 2012, and the patient received a call from the health care provider told her to find a local physician to check and reset the pump since her pump was not reset after refill. The patient was experiencing change in effect. The patient had relocated and was looking for a new physician. The drugs delivered in the system were prialt and dilaudid. It was reported that the patient was due to run out by (B)(6) 2012. The patient thought she was set up twice for refills but found out the health care provider didn¿t use prialt. It was reported that the patient stated the system was okay, and the event was related to difficulty finding a doctor in florida that would work with prialt. The patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).